Event description:
Phaseal infusion adapter slipped out of bbraun 250ml bag. Bag was non refrigerated. Diagnosis or reason for use: safety. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes. Phaseal infusion adapter. Stopped using product (B)(6) 2014. Changed bbraun bags to aviva to try and prevent product.